Manufacturer narrative:
Investigation: two photos and one loose 10ml control syringe was received and evaluated. It was observed the control handle had some brown discoloration throughout and appears to be a combination of oil and burnt plastic. It was also observed a piece from another handle appeared to be melted onto the front of the flange. Potential root cause for the deformed handle defect is associated with the molding process. The brown discoloration is most likely burnt plastic and oil. The burnt plastic occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. The oil is used for lubrication of components in the molding machines. The melted plastic attached to the flange was most likely caused by the initial handle getting stuck in the cast then another shot of melted plastic being injected.

Event description:
It was reported that there is a crack in device with a bd syringe control 10ml ll¿ bns. This happened on 2 occasions further information on these occurrences are unknown. The following information was provided by the initial reporter: material no. 304134. Batch no. 8323973. It was reported there was a crack in the syringe. Additional information provided 2019-05-10: there was no patient involvement.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there is a crack in device with a bd syringe control 10ml ll¿ bns. This happened on 2 occasions further information on these occurrences are unknown. The following information was provided by the initial reporter: material no. 304134 batch no. 8323973. It was reported there was a crack in the syringe. Additional information provided 2019-05-10: there was no patient involvement.